Event description:
An arthroscopic meniscus grasper was in use for a shoulder arthrosopy procedure. When the surgeon withdrew the grasper, it was noted that the metal tooth from the stationary grasping jaw was missing. The fragment was not located and the staff of the facility believe it was probably irrigated out of the shoulder joint. No patient problem was reported.